Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for a low blood glucose (bg) of 18 mg/dl; cause was unknown. Juice, food and intravenous glucose were provided to treat bg level. Customer left the ER with bg ranging between 180-200 mg/dl.